Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During evaluation, the power connector of the unit is corroded and damaged. The unit can't be powered on. In addition, there was corrosion on metallic surfaces and dust and dirt contamination were found. This incident has been deemed reportable due to the corrosion found on the power and the device was scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center